Event description:
(B)(6) results were obtained for samples from the same patient. The patient is maternity patient and was being monitored for three months. A redraw sample was tested in (B)(6) and the result was (B)(6). The (B)(6) results were also considered discordant with the reactive (B)(6) results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The vaccination status of the patient is unknown. The samples from the different draws are unavailable for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "this assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with (B)(6). To determine if the (B)(6) response is due to vaccine or (B)(6) infection, a total (B)(6) assay may be performed. A (B)(6) result does not exclude co-infection by another (B)(6) virus."